Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The problem is an ongoing issue originally caused by contamination of the collimator, and x-ray tube with bodily fluids. System has been thoroughly cleaned and parts replaced. At this time thorough image calibration and alignment was performed. No further problems identified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ continually displayed iris pot errors making the system inoperable. There was no adverse patient involvement reported. There was no patient information reported.